Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "clinical staff reported that bpw appeared incorrect. The staff was not certain if this was an actual waveform problem or a display head problem". No report of patient harm or injury.